Event description:
Severe transfusion reaction to red blood cells, leukocytes reduced. Transfusion started - 8:15 p.m, stopped - 8:25 p.m, due to joint pain, chills, shortness of breath. (40cc transfused). Next day, severe transfusion reaction to red blood cells, leukocytes reduced. Transfusion started - 2:40 a.m, stopped - 2:50 a.m, due to joint pain, chills, shortness of breath, feels weak. (30cc transfused).